Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 11 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2017. The patient had been found deceased at home and the cause of death was unknown. It is not known if the patient¿s expiration was related to the device or device therapy. The device and external equipment will not be returned for evaluation.

Manufacturer narrative:
A specific cause for the reported patient outcome and a direct correlation to the device could not be determined through this evaluation. No product or log files were available for evaluation and no further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.